Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement. The physician suspected device malfunction. The patient was reportedly doing well after the procedure. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not confirmed. Device exhibits normal charging and discharging characteristics when charged with recommended optimal alignment. When alignment optimization is reduced, charging can lengthen considerably. Review of the charge profile revealed that during the last few charge cycles, the patient had difficulty charging. The ipg was charged out of the hibernation state just once. The specific reason for the low charging current is unknown but this condition can occur if the ipg is flipped, tilted, or deep inside the pocket. Device exhibits normal characteristics.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo an ipg replacement.